Event description:
It was reported that the monitoring healthcare facility received a remote alert indication loss of capture from this left ventricular (lv) lead. Information has been requested regarding the event resolution and further details will be provided, once available. At this time, this lv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and h6 (impact codes and patient codes).

Event description:
It was reported that the monitoring healthcare facility received a remote alert indication loss of capture from this left ventricular (lv) lead. The patient noted feeling symptomatic during threshold testing, so the physician elected to disable the automatic threshold feature and continue with remote monitoring. At this time, this lv lead remains implanted and in-service. No adverse patient effects were reported.